Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the catheter placement, the nurse found that the catheter was not in the vein and wanted to remove it from the patient's body, but she noticed a strange resistance. The nurse made several manipulations to remove the device that was deformed. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
No device or device photo was returned for investigation. Functional and visual testing could not be performed and no confirmation due to no device returned. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process.